Manufacturer narrative:
This report will be updated when the device is received, and analysis is complete.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion over the past several months. Technical services reviewed disk analysis and confirmed that the pg is depleting in a manner consistent with the lv capacitor advisory. It was also indicated that there was no "low voltage" fault declared, and there were no suspicious faults or resets stored within device memory. Therapy delivery was unaffected; however, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Device replacement and return was recommended. No adverse effects to the patient were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion over the past several months. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is depleting in a manner consistent with the low voltage (lv) capacitor advisory. There was no low voltage fault declared, and there were no suspicious faults or resets stored within device memory. Therapy delivery was unaffected; however, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, and should no longer be relied upon to determine the depletion status of the device. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was included in the low voltage capacitor advisory population. Patient code 3191 captures the reportable event of surgery.